Event description:
Kimberly-clark received noticed on 12/06/2000 alleging that in 08/2000, pt experienced fever, myalgias, diarrhea, vomiting, dehydration, pain, headaches, shock and rash. Pt was hospitalized on the same day and diagnosed with toxic shock syndrome. Pt was allegedly using kotex regular absorbency menstrual tampons when they became ill.